Event description:
Patient c/o getting high blood sugar results over 200 fasting for the last 3 months,used friend's meter and her sugar is below 200 checked patient's test strips with clinic meter using control solution and results were 132 mg/dl, control ranges should be 82-127 mg/dl, patient's test strips out of range, patient was informed and provided with new rx for new test strips and instructed to report to pharmacy, reviewed safe storage of test strips/glucometer with handout provided, patient verbalized understanding. Diagnosis or reason for use: patient diabetic. Is the product compounded: no. Is the product over-the-counter: no.